Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the test mesh could not be performed, the comb was damaged, the unit was out of calibration and the bottom roll, a gear, screw and pin were worn. The comb, bottom roll, screws, gear and pin were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1: telephone: (B)(6). G2: foreign: estonia.

Event description:
It was reported that the skin graft mesher roller was bent from one side. The event did not occur during surgery, and there was no patient involvement. During device evaluation, it was discovered that the test mesh could not be performed as the comb was damaged. Due diligence is complete, and no additional information is available.